Event description:
Whilst drilling one of the proximal peg rows, the tip of the 2.0mm drill bit snapped of and stayed in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.